Event description:
During a surgical procedure using the renaissance system at (B)(6), on (B)(6) 2018 (reported to mazor on (B)(6) 2018), right l5 screw had been misplaced laterally. This was observed by the surgeon by reviewing a post-op CT. The surgeon concluded that this will require a revision surgery to reposition the screw(s).